Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl and high ketones, which were identified as dangerous by a healthcare professional. Cause of elevated bg was unknown. Customer attempted to self-treat by changing supplies, however, was additionally monitored in the ER and drank water to treat bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. System check with tandem technical support confirmed the pump was functioning as intended.